Manufacturer narrative:
(B)(4). Evaluation: the reported issue of the audible alarm was confirmed in the logs as a system error 2078. The device was received operational but with no display. The device failed the return instrument test/evaluation (rite) functional test. An electrical test was performed and passed. External/internal inspection found the device within specification. The digital printed circuit board (pcb) voltages were checked and determined to be within specification. A short simulated therapy was successfully completed. The alarm was caused by an intermittent connection between the processor u26 and the digital pcb socket. The digital pcb was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an audible alarm occurred during drain 1 on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.